Event description:
It was reported in a journal article that a patient underwent a pyogenic granuloma removal of the right upper cheek near the lower eyelid and topical skin adhesive was used. During the procedure, the granuloma was excised uneventfully, and the topical skin adhesive was applied to the surgical incision. Upon emergence, the child was agitated and was unable to open her right eye when the left eye was completely open. The eyelashes on the right eye were noted to be matted together. The child was given a bolus of propofol one mg/kg with supplemental oxygen via face mask to aid with immobility. Attempts were made, without success, to separate the eyelashes with saline-soaked gauze. Forceps were used to withdraw the lashes from the adhesive with the aid of petroleum jelly to facilitate removal from the eyelashes. The patient was examined by an ophthalmologist to rule out a corneal abrasion. The patient was discharged home later that day without any complications. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.